Manufacturer narrative:
Updated data: h6. Product analysis: the suspect device remained in the patient; therefore, no return product analysis was performed. Conclusion: the reported event is inconclusive/undetermined as insufficient information was provided to identify the failure mode. T here was no information to indicate the event was potentially related to a manufacturing issue. Based on the available information and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. An effective investigation was not possible but the complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. The device instructions for use (IFU) lists conduction disturbances as a potential risk associated with the treatment procedures. The IFU was developed from the product risk documentation as was the product labelled adverse events document. There was no identified inadequacy with the IFU in relation to this event the device failure mode was unidentified. The reported atrio-ventricular (av) block and atrial fibrillation are types of conduction disturbance. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the morning of the transcatheter bioprosthetic aortic valve procedure, normal sinus rhythm with first degree at rio-ventricular block was identified. However, while in the procedure room but prior to the start of the procedure an electrocardiogram (ECG) identified atrial fibrillation. During the valve implant procedure a pre-implant balloon valvuloplasty was performed. At the end of the procedure the patient¿s heart was shocked twice for the atrial fibrillation, but the atrial fibrillation remained along with a left bundle branch block (lbbb). Intravenous medication was also provided for the atrial fibrillation. On post-operative day one, the ECG noted sinus rhythm with first degree atrioventricular block. The atrial fibrillation resolved. Approximately 43 days later the first degree atrio-ventricular block resolved. The physician indicated the first degree atrio-ventricular block was possibly related to the procedure. The physician indicated the atrial fibrillation was probably related to the procedure and possibly related to the valve.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the new wide left bundle branch block (lbbb) exacerbated the patient¿s underlying congestive heart failure. The ejection fraction measured 25%. The implantable cardioverter defibrillator (ICD) was implanted as result of the wide lbbb to optimize the congestive heart failure. The lbbb event occurring approximately 3 months following the valve implant was deemed causally related to the implant procedure and probably related to the valve.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{ 0012402671}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the morning of the transcatheter bioprosthetic aortic valve procedure, normal sinus rhythm with first degree at rio-ventricular block was identified. However, while in the procedure room but prior to the start of the procedure an electrocardiogram (ECG) identified atrial fibrillation. During the valve implant procedure a pre-implant balloon valvuloplasty was performed. At the end of the procedure the patient¿s heart was shocked twice for the atrial fibrillation, but the atrial fibrillation remained along with a left bundle branch block (lbbb). Intravenous medication was also provided for the atrial fibrillation. On post-operative day one, the ECG noted sinus rhythm with first degree atrioventricular block. The atrial fibrillation resolved. Approximately 43 days later the first degree atrio-ventricular block resolved. The physician indicated the first degree atrio-ventricular block was possibly related to the procedure. The physician indicated the atrial fibrillation was probably related to the procedure and possibly related to the valve.

Event description:
It was reported that the morning of the transcatheter bioprosthetic aortic valve procedure, normal sinus rhythm with first degree at rio-ventricular block was identified. However, while in the procedure room but prior to the start of the procedure an electrocardiogram (ECG) identified atrial fibrillation. During the valve implant procedure a pre-implant balloon valvuloplasty was performed. At the end of the procedure the patient¿s heart was shocked twice for the atrial fibrillation, but the atrial fibrillation remained along with a left bundle branch block (lbbb). Intravenous medication was also provided for the atrial fibrillation. On post-operative day one, the ECG noted sinus rhythm with first degree atrioventricular block. The atrial fibrillation resolved. Approximately 43 days later the first degree atrio-ventricular block resolved. The physician indicated the first degree atrio-ventricular block was possibly related to the procedure. The physician indicated the atrial fibrillation was probably related to the procedure and possibly related to the valve. Additional information received indicated that the sinus rhythm with first degree atrioventricular block also was present on the same date as the valve implant procedure following the implant procedure. Additionally, the sinus rhythm with first degree atrioventricular block was reported as unrelated to the implant procedure and medtronic products the cause was not reported. The physician indicated the lbbb was causal related to the implant procedure and transcatheter valve. Treatment was not required for the lbbb. The lbbb episode resolved the day following onset. The atrial fibrillation was reported as unrelated to implant procedure and transcatheter valve. Approximately 3 months following the valve implant the patient was admitted for recurrent symptoms which included chest discomfort and shortness of breath. There was report of previous admissions as result of these symptoms. A cardiac work-up was negative. An electrophysiology consult resulted in a right heart catheterization. A biventricular implantable cardioverter defibrillator (ICD) was implanted 3 days following admission for a wide lbbb to optimize ¿chr¿ not heart block. This lbbb episode resolved the day of discharge which was 1 day following the ICD implant. The physician indicated the new wide lbbb contributed to the congestive heart failure (chf) symptoms and a decline in the ejection fraction (ef). This lbbb episode was reported as probably related to the valve and valve implant procedure. Additional information was received to report approximately five years, one and a half months following the valve implant procedure, the patient was admitted for 24-hours due to chest pain. The patient was discharged, but was re-admitted five days later for a 24-hour admission, again due to chest pain. Five years, two and a half months following the valve implant, the patient was admitted for 24-hours due to congestive heart failure. The physician confirmed these admissions were not related to the valve or the valve implant procedure. The ef was deemed resolved.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. B4. Additional medical information was received, unrelated to the medtronic valve. Corrected data: d. Suspect medical device: manufacturer name, address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the left bundle branch block (lbbb) event resolved with sequelae.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the sinus rhythm with first degree atrioventricular block also was present on the same date as the valve implant procedure following the implant procedure. Additionally, the sinus rhythm with first degree atrioventricular block was reported as unrelated to the implant procedure and medtronic products. The cause was not reported. The physician indicated the left bundle branch block (lbbb) was causal related to the implant procedure and transcatheter valve. Treatment was not required for the lbbb. The lbbb episode resolved the day following onset. The atrial fibrillation was reported as unrelated to implant procedure and transcatheter valve. Approximately 3 months following the valve implant the patient was admitted for recurrent symptoms which included chest discomfort and shortness of breath. There was report of previous admissions as result of these symptoms. A cardiac work-up was negative. An electrophysiology consult resulted in a right heart catheterization. A biventricular implantable cardioverter defibrillator (ICD) was implanted 3 days following admission for a wide lbbb to optimize ¿chr¿ not heart block. This lbbb episode resolved the day of discharge which was 1 day following the ICD implant. The physician indicated the new wide lbbb contributed to the congestive heart failure (chf) symptoms and a decline in the ejection fraction. This lbbb episode was reported as probably related to the valve and valve implant procedure.